Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were finicky and hard to press harder for the buttons to work. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states that the insulin pump had random or unexplained no delivery alarms, rejected batteries, cracked and battery cap was warped. The device will not be returned for analysis.